Event description:
It was reported that when using the bd pyxis¿ es server pyxis in disconnect mode after server patch and reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) contacted the customer and confirmed the device was communicating properly and agreed to close the case. The system functioned as intended after the technical support specialist investigated the issues of the device.